Event description:
Boston scientific received information that the patient with this device received 5 shocks which may have exhausted therapy. It was suspected the patient may have had a conducted atrial fibrillation that was detected in the right ventricular. Because episode electrograms were overwritten, it wasn't known if the device provided all available therapies in a lower rate programmed therapy zone, or if the arrhythmia was successfully converted in a higher rate therapy zone. A boston scientific technical services consultant (ts) discussed programming options for detection enhancements that would inhibit inappropriate therapy if it was a conducted atrial arrhythmia, and the device limitations for storing episode data. The device was reprogrammed for therapy optimization. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.